Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was getting different alarms all day. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that the pump alarmed button error. Troubleshooting was completed. The customer was advised to revert to a back-up plan and that the pump would be replaced. The customer stated that the following alarms were in the pump history: low reservoir, bad battery, button error and no delivery. All the alarms were received in a 1 hour timeframe. The pump was not returned for analysis.